Event description:
It was reported that the vide system center exhibited error code e116 and e117. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure of error e117 was confirmed. However, error e116 was unable to be reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: gpu (graphics processing unit) assembly failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed to be a failure of the gpu assembly. Olympus will continue to monitor field performance for this device.